Event description:
A peritoneal dialysis patient reported that he was not able to connect to the second connector on this treatment set for dialysis. There was no report of patient injury. A sample is available for evaluation.